Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the stylus of the device would not calibrate; the stylus calibrated with a known good overlay/bezel assembly. It was also noted that the device failed incoming testing due to a loose left antenna.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.